Manufacturer narrative:
Per the instructions for use (IFU): high watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported from the site that the patient on the (B)(6) 2017, in the morning had "high watt" alarms and was transferred to the hospital. It was reported that the patient had increased hemolysis parameters and a third harmony that appeared on the acoustical measurement. Patient received lysis treatment with rtpa (50mg/1h) and then there was a decrease of power consumption into the normal range. It was stated that the next day on the (B)(6) there was an increase of the power consumption and a second lysis treatment was done with 50mg rtpa. It was stated that during and after the lysis there was normalization of the pump parameters (power) which continued during the following days as well. No additional information available.

Manufacturer narrative:
Hw20688 was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. The reported event could not be confirmed via log analysis since log files covering the reported event date were not available for analysis. The site reported that the patient underwent a lysis therapy which was successful in normalizing the pump parameters. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.